Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. On 10/30/2025 the system was activated with no reported issues or concerns. On (B)(6) 2025 the patient contacted a nalu representative to report some pain, redness, and discharge at the surgical incision site. The patient was referred to the physician and anibiotics were administered at that time. The wound was reported by medical staff to be dehisced purulent draining, and the tissue surrounding the site was red. On (B)(6) 2025 a full system explant was performed due to concerns of infection.

Manufacturer narrative:
It is unknown if any lab cultures were taken to confirm presence and type of infection. The patient is reported to have possibly been exfoliating the skin at the site of the surgical incision. Exfoliation of delicate healing skin may have contributed to wound dehiscence and subseqent signs of infection.